Manufacturer narrative:
The reported events of exposure and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Physician reported left side xen device, "exposed implant through the conjunctiva and a clinical presentation of suspected endophthalmitis." The patient was hospitalized for four days, the device was explanted, and the patient was prescribed antibiotics. The reported events have been resolved.

Event description:
Physician reported left side xen device, "exposed implant through the conjunctiva and a clinical presentation of suspected endophtlmithis." The patient was hospitalized for four days, the device was explanted, and the patient was prescribed antibiotics. The reported events have been resolved.